Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26/oct/2010. The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump/nodule and rupture.

Event description:
Patient reported "a lump or thickening in or near the breast or in the underarm area". Implants reported as leaking. Device remains implanted. This record is for the left side.